Manufacturer narrative:
Received one (1) used primary plum set for inspection. As received, the inline filter was wetted out. Received one (1) photo of the set in a bag. The inline filter was leak tested per specifications and leakage was observed from the inlet and outlet. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch in which it was stated in the report that the filter was leaking. No drug was involved in the event. There was no patient involvement reported.